Event description:
It was reported that the patient was unable to adjust stimulation. A power on reset (por) and call your doctor icon were both displayed on the programmer. The patient saw the por the morning of the report. The patient was undergoing radiation therapy for lung cancer, and it was stated to be quite possible this caused the por. It was discovered it was an informational por. It was cleared during the report and the issue was resolved. Additional information was requested, if received,a follow up report will be sent.

Event description:
It was reported that the patient had another por on 2014 (B)(6). The por popped up when he went to adjust it and then charge. The patient was unable to adjust stimulation. The call your doctor icon was displayed. It followed radiation therapy, which the patient did daily. The patient was advised he could continue to charge but was advised not to turn on the device. The patient was redirected to his physician to clear the por. It was noted that it appeared to be a warning por, not an informational one, as it would not clear. It was further stated that the error code was 0400. The por buffer was reviewed. The patient planned to be finished with radiation to his lung at the beginning of april.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).